Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the device to be in good condition. A review of the device's event history log found a record of the reported problem. Functional testing was conducted. Upon review the reported problem was unable to be duplicated. It was determined that a suspected combination of accuracy tolerances from the pump and consumable is the root cause. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com.

Event description:
It was reported that the cassette was finished early. The pump states that 3.8ml of medication were left but the cassette was empty. No patient harm reported.

Manufacturer narrative:
Other, other text: g5. 510k number does not exist. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.